Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports an umbilical arterial line was found to be cracked and leaking upon use. The line was clamped and removed by md. The customer further reports that the uvc was inserted on (B)(6) 2014 and was secured with a bridge and suture. The catheter was adjusted after x-ray related to malposition in that it twisted on itself. It was repositioned to 14cm and repeat x-ray showed catheter no longer twisted on itself, but low so it was then inserted to 16cm with no repeat x-ray obtained. The uvc was removed (B)(6) 2014 and was replaced with a new arterial line. The customer reports that the patient is deceased; however, is not a result of the uvc.

Manufacturer narrative:
Submit date: 3/02/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non conformances related to the reported issue. The product sample was received within a generic plastic bag. It consisted of one 3.5 fr urethane umbilical catheter with signs of use. After visual inspection, a hole was found below the strain relief. An additional investigation was performed by r+d with the same result: a hole in the catheter, at the base of the luer fitting. The sample returned was submitted to an underwater test, bubbles were detected coming out below the strain relief. According to the event description, the customer reports an umbilical arterial line was found to be cracked and leaking upon use. The line was clamped and removed by md, the uvc was inserted on 7/14/2014 and was secured with a bridge and suture. The catheter was adjusted after x-ray related to malposition in that it twisted on itself and the uvc was removed (B)(6) 2014 and was replaced with a new arterial line. It is unknown specifically when the uvc was clamped, however, the instruction for use (IFU) warns: do not use clamps on umbilical vessel catheters¿ do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Based on the available information, there is not enough evidence to relate this event to the manufacturing operations since the leak was noticed during use. The hole encountered caused a gross leak which would be identified during assembly operations. Manufacturing performs 100% pressure testing during production. Therefore, based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. The reported issue has been confirmed. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to over bending or excessive force). The lot number involved in this complaint was manufactured on 01/25/2013, before the implementation date of actions related to a corrective and preventive action. After evaluation, it was concluded that this complaint is addressed by this

Event description:
CAPA, and no additional actions are required. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.